Event description:
A falsely elevated troponin I result of 1.04 ng/ml was obtained on a patient sample. The result was reported. A redraw sample was tested on the same analyzer and a result of <0.01 ng/ml was obtained. The original sample was tested and results of 0.03 and 0.02 ng/ml were obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely elevated troponin I result. Analysis of instrument data indicates a sample integrity issue.